Event description:
The customer called technical support (ts) reporting that the device is getting error code (1203) low leak co2 rebreathing risk alarm. The customer reported there was no patient involvement at the time the issue was discovered. However, this issue was discovered during pre-use setup. No medical intervention provided to the patient nor a delay was noted. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. Th rse advised customer to check error log for 1203 code and verify if circuit has a exhalation port installed, also check air inlet filter for cleanliness, if problem persists replace flow sensor assembly, provided part and price for rp-flow sensor assy, air & o2, v60/v680. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Upon further investigation it was noted that the customer is requesting onsite service for repair. The rse informed the customer that the flow sensor assembly is on backorder and will schedule the repair once the parts are available.

Manufacturer narrative:
Multiple attempts were made to follow-up with the customer to obtain repair information; however, there was no response.